Event description:
Caller reported false negative hcg results. Results as follows: patient's urine was tested and they got a negative result. Ultrasound was done on the patient and ultrasound showed patient is pregnant. Same urine sample was tested again and they got a negative (-) however, the third test gave a positive (+). This incident occurred about two or three weeks ago. Patient sample was not saved. Customer was not sure of: the frequency of control runs and not sure if control was ran on the test device; and does not how far along patient's pregnancy is. "C" line was fine. Customer was using several boxes and was unsure of which lot was used; and therefore reported three different lot numbers. The other two lot numbers have been reported on separate MDR's.

Manufacturer narrative:
Control: 25miu.ml hcg urine control lot: hcg110328-01, 100miu/ml hcg urine control lot: hcg110307-01, 224.5iu/ml hcg urine control lot: hcg110421-01. Summary of results: the retention device met qc specification, details as below: corrective positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes reading time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Thee 224.5iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. More investigation will be conducted if and when the sample is returned.